Manufacturer narrative:
OEM manufacturer:the manufacturing location for this product is [flextronics]. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: none. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label was missing from the bd sharps collectors. The following was translated from japanese to english: this is a report about sharps collector's label peeling off.